Manufacturer narrative:
(B)(4). The device was returned for evaluation. There were no keystrokes, programming, use related or iipv increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal & external visual inspections performed and no problems were revealed. There was no evidence of fluid or moisture found within the device. An evaluation of the device pneumatic system revealed all pressures were correct & stable. A short simulated therapy was performed and completed successfully. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with automated peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported nine days prior to death; the patient experienced a heart attack at home and was hospitalized the same day. Treatment provided for the heart attack was unknown. The patient did not recover from the heart attack and remained hospitalized until passing away. The cause of death was reported to be due to a heart attack. The patient was not connected to the device or performing pd therapy at the time of the heart attack. The spouse confirmed that pd therapy had been continued throughout the patient¿s hospitalization prior to death on an unknown hc device; however, it was unknown if the patient was connected to the hc device at the time of death. It was reported an autopsy was not performed and the death certificate was not available. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.